Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 05-dec-2017. The most recent information was received on 14-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure was too much visible, it seemed broken") and device breakage ("essure was too much visible, it seemed broken") in a 40-year-old female patient who had essure (batch no. 98000625- invalid) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced headache ("headaches"), migraine ("severe migraines"), affective disorder ("mood disorder (cycles)"), affect lability ("emotional lability"), pelvic discomfort ("pelvic heaviness"), the first episode of arthralgia ("joint pains on left shoulder / paroxysmal migratory joint pain (shoulder, hip)"), memory impairment ("memory disturbances/ memory disorders") and lymphoedema ("lymphatic edema on left foot"). In 2017, the patient experienced the second episode of arthralgia ("joints pains on left femoral neck") and depression ("depressions signs") with depressed mood and suicidal ideation. In june 2017, the patient experienced pelvic pain ("pelvic pains"). In october 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("left leg was extremely painful (9/10 on pain scale, unbearable at night) without particular physical activity"), lasting 1 week. On an unknown date, the patient experienced menorrhagia ("hemorrhage periods"), osteoarthritis ("little arthrosis"), spinal column injury ("spinal column"), spinal pain ("cervical") and abdominal pain ("abdominal pains"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with resection of interstitial part). Essure was removed on (B)(6) 2019. In october 2017, the pain in extremity had resolved. At the time of the report, the device dislocation, device breakage, headache, migraine, affective disorder, affect lability, pelvic discomfort, memory impairment, pelvic pain, lymphoedema, the last episode of arthralgia, depression, menorrhagia, osteoarthritis, spinal column injury, spinal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, affect lability, affective disorder, depression, device breakage, device dislocation, headache, lymphoedema, memory impairment, menorrhagia, migraine, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, spinal column injury, spinal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: at the beginning of 2016, the patient underwent lymphatic edema on left foot. Since beginning of 2017, she felt joints pains on left femoral neck (intense especially during the night) and severe migraines (lasting more than 24h despite intake of diverse antalgics). On 2017, she developed depressions signs (depressive mood, dark thoughts until suicidal thoughts) with no apparently explanation. Joints pains were more and more frequent and pelvic pains outside period time occurred (jun/jul-2017) which needed frequent intake of antispasmodic. She also had hemorrhage periods. Since sep-2017, the depressive mood was resolving. All the described pains and depressive mood were amplified during periods and ovulation. Pains came and gone during days and nights. She did a full blood work-up on nov-2017. The patient underwent bilateral salpingectomy with resection of interstitial part. Removal was performed on patient's request. Main reason for removal was the following events: headaches, migraines, paroxysmal migratory joint pain, memory disorders, mood disorders, pelvic heaviness, emotional lability. No follow up was performed 6 months or more after essure removal. Defective sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - in november 2017: all was normal except a little arthrosis. Confirmed the breakage of the essure. Ultrasound scan - in october 2017: right essure was too much visible, seemed broken. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 15-may-2019 for the following reason: update of causality comment to correctly reflect available information. No new follow-up information was received from the reporter. We received a complaint sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1719560) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure was too much visible, it seemed broken") and device breakage ("essure was too much visible, it seemed broken") in a 40-year-old female patient who had essure (batch no. 98000625) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced headache ("headaches"), migraine ("severe migraines"), affective disorder ("mood disorder (cycles)"), affect lability ("emotional lability"), pelvic discomfort ("pelvic heaviness"), the first episode of arthralgia ("joint pains on left shoulder / paroxysmal migratory joint pain (shoulder, hip)"), memory impairment ("memory disturbances/ memory disorders") and lymphoedema ("lymphatic edema on left foot"). In 2017, the patient experienced the second episode of arthralgia ("joints pains on left femoral neck") and depression ("depressions signs") with depressed mood and suicidal ideation. In june 2017, the patient experienced pelvic pain ("pelvic pains"). In october 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("left leg was extremely painful (9/10 on pain scale, unbrarable at night) without particular physical activit"), lasting 1 week. On an unknown date, the patient experienced menorrhagia ("hemorrhage periods"), osteoarthritis ("little arthrosis"), spinal column injury ("spinal column"), spinal pain ("cervical") and abdominal pain ("abdominal pains"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with resection of interstitial part). Essure was removed on (B)(6) 2019. In october 2017, the pain in extremity had resolved. At the time of the report, the device dislocation, device breakage, headache, migraine, affective disorder, affect lability, pelvic discomfort, memory impairment, pelvic pain, lymphoedema, the last episode of arthralgia, depression, menorrhagia, osteoarthritis, spinal column injury, spinal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, affect lability, affective disorder, depression, device breakage, device dislocation, headache, lymphoedema, memory impairment, menorrhagia, migraine, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, spinal column injury, spinal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: at the beginning of 2016, the patient underwent lymphatic edema on left foot. Since beginning of 2017, she felt joints pains on left femoral neck (intense especially during the night) and severe migraines (lasting more than 24h despite intake of diverse antalgics). On 2017, she developed depressions signs (depressive mood, dark thoughts until suicidal thoughts) with no apparently explanation. Joints pains were more and more frequent and pelvic pains outside period time occurred (jun/jul-2017) which needed frequent intake of antispasmodic. She also had hemorrhage periods. Since sep-2017, the depressive mood was resolving. All the described pains and depressive mood were amplified during periods and ovulation. Pains came and gone during days and nights. She did a full blood work-up on nov-2017. The patient underwent bilateral salpingectomy with resection of interstitial part. Removal was performed on patient's request. Main reason for removal was the following events: headaches, migraines, paroxysmal migratory joint pain, memory disorders, mood disorders, pelvic heaviness, emotional lability. No follow up was performed 6 months or more after essure removal. Defective sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - in november 2017: results: all was normal except a little arthrosis. Confirmed the breakage of the essure.. Ultrasound scan - in october 2017: results: right essure was too much visible, seemed broken. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: amendment in mdsil sentence. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2017. The most recent information was received on 14-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure was too much visible, it seemed broken") and device breakage ("essure was too much visible, it seemed broken") in a 40-year-old female patient who had essure (batch no. 98000625- invalid) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced headache ("headaches"), migraine ("severe migraines"), affective disorder ("mood disorder (cycles)"), affect lability ("emotional lability"), pelvic discomfort ("pelvic heaviness"), the first episode of arthralgia ("joint pains on left shoulder / paroxysmal migratory joint pain (shoulder, hip)"), memory impairment ("memory disturbances/ memory disorders") and lymphoedema ("lymphatic edema on left foot"). In 2017, the patient experienced the second episode of arthralgia ("joints pains on left femoral neck") and depression ("depressions signs") with depressed mood and suicidal ideation. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pains"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("left leg was extremely painful (9/10 on pain scale, unbearable at night) without particular physical activity"), lasting 1 week. On an unknown date, the patient experienced menorrhagia ("hemorrhage periods"), osteoarthritis ("little arthrosis"), spinal column injury ("spinal column"), spinal pain ("cervical") and abdominal pain ("abdominal pains"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with resection of interstitial part). Essure was removed on (B)(6) 2019. In (B)(6) 2017, the pain in extremity had resolved. At the time of the report, the device dislocation, device breakage, headache, migraine, affective disorder, affect lability, pelvic discomfort, memory impairment, pelvic pain, lymphoedema, the last episode of arthralgia, depression, menorrhagia, osteoarthritis, spinal column injury, spinal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, affect lability, affective disorder, depression, device breakage, device dislocation, headache, lymphoedema, memory impairment, menorrhagia, migraine, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, spinal column injury, spinal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: at the beginning of 2016, the patient underwent lymphatic edema on left foot. Since beginning of 2017, she felt joints pains on left femoral neck (intense especially during the night) and severe migraines (lasting more than 24h despite intake of diverse antalgics). On 2017, she developed depressions signs (depressive mood, dark thoughts until suicidal thoughts) with no apparently explanation. Joints pains were more and more frequent and pelvic pains outside period time occurred ((B)(6) 2017) which needed frequent intake of antispasmodic. She also had hemorrhage periods. Since (B)(6) 2017, the depressive mood was resolving. All the described pains and depressive mood were amplified during periods and ovulation. Pains came and gone during days and nights. She did a full blood work-up on (B)(6) 2017. The patient underwent bilateral salpingectomy with resection of interstitial part. Removal was performed on patient's request. Main reason for removal was the following events: headaches, migraines, paroxysmal migratory joint pain, memory disorders, mood disorders, pelvic heaviness, emotional lability. No follow up was performed 6 months or more after essure removal. Defective sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - in (B)(6) 2017: all was normal except a little arthrosis. Confirmed the breakage of the essure. Ultrasound scan - in (B)(6) 2017: right essure was too much visible, seemed broken. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1719560) on 05-dec-2017. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure was too much visible, it seemed broken") in a 40-year-old female patient who had essure (batch no. 98000625) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: never experienced lymphatic edema before. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced lymphoedema ("lymphatic edema on left foot"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pains"). In 2017, the patient experienced the first episode of arthralgia ("joints pains on left femoral neck") and depression ("depressions signs") with depressed mood and suicidal ideation. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage ("essure was too much visible, it seemed broken") and experienced pain in extremity ("left leg was extremely painful (9/10 on pain scale, unbrarable at night) without particular physical activity"), lasting 1 week. In (B)(6) 2017, the patient experienced the second episode of arthralgia ("joint pains on left shoulder / paroxysmal migratory joint pain (shoulder, hip)"). On an unknown date, the patient experienced migraine ("severe migraines"), menorrhagia ("hemorrhage periods"), osteoarthritis ("little arthrosis"), spinal column injury ("spinal column"), spinal pain ("cervical"), abdominal pain ("abdominal pains"), headache ("headaches"), memory impairment ("memory disturbances"), affect lability ("emotional lability"), affective disorder ("mood disorder (cycles)") and pelvic discomfort ("pelvic heaviness"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part). Essure was removed on (B)(6) 2019. In (B)(6) 2017, the pain in extremity had resolved. At the time of the report, the device dislocation, device breakage, pelvic pain, lymphoedema, migraine, depression, menorrhagia, osteoarthritis, the last episode of arthralgia, spinal column injury, spinal pain, abdominal pain, headache, memory impairment, affect lability, affective disorder and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain, affect lability, affective disorder, depression, device breakage, device dislocation, headache, lymphoedema, memory impairment, menorrhagia, migraine, osteoarthritis, pain in extremity, pelvic discomfort, pelvic pain, spinal column injury, spinal pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: at the beginning of 2016, the patient underwent lymphatic edema on left foot. Since beginning of 2017, she felt joints pains on left femoral neck (intense especially during the night) and severe migraines (lasting more than 24h despite intake of diverse antalgics). On 2017, she developed depressions signs (depressive mood, dark thoughts until suicidal thoughts) with no apparently explanation. Joints pains were more and more frequent and pelvic pains outside period time occurred ((B)(6) 2017) which needed frequent intake of antispasmodic. She also had hemorrhage periods. Since (B)(6) 2017, the depressive mood was resolving. All the described pains and depressive mood were amplified during periods and ovulation. Pains came and gone during days and nights. The patient underwent bilateral salpingectomy with resection of interstitial part. Defective sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: results: all was normal except a little arthrosis. Ultrasound scan - in (B)(6) 2017: results: right essure was too much visible, seemed broken. Diagnostic results: she did a full blood work-up on (B)(6) 2017, left hip CT scan on (B)(6) 2017 - CT scan confirmed the breakage of the essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up information received from the health authorities: it was confirmed that case (B)(4) was found to be the duplicate of this case and the information was transferred to this case. Reporter and patient information was updated. Essure lot number (98000625) was provided. Patient also experienced paroxysmal migratory joint pain (shoulder, hip), headaches, memory disturbances, emotional lability, mood disorder (cycles) and pelvic heaviness. It was reported that the patient underwent bilateral salpingectomy with resection of interstitial part on (B)(6) 2019. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on 05-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure was too much visible, it seemed broken") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: never experienced lymphatic edema before. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced lymphoedema ("lymphatic edema on left foot"). In 2017, the patient experienced the first episode of arthralgia ("joints pains on left femoral neck") and depression ("depressions signs") with depressed mood and suicidal ideation. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pains"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("essure was too much visible, it seemed broken") and pain in extremity ("left leg was extremely painful (9/10 on pain scale, unbearable at night) without particular physical activity"). In (B)(6) 2017, the patient experienced the second episode of arthralgia ("joint pains on left shoulder"). On an unknown date, the patient experienced migraine ("severe migraines"), menorrhagia ("hemorrhage periods"), osteoarthritis ("little arthrosis"), spinal column injury ("spinal column"), spinal pain ("cervical") and abdominal pain ("abdominal pains"). In (B)(6) 2017, the pain in extremity had resolved. At the time of the report, the device dislocation, device breakage, pelvic pain, lymphoedema, migraine, depression, menorrhagia, osteoarthritis, the last episode of arthralgia, spinal column injury, spinal pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, device breakage, device dislocation, lymphoedema, menorrhagia, migraine, osteoarthritis, pain in extremity, pelvic pain, spinal column injury, spinal pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: at the beginning of 2016, the patient underwent lymphatic edema on left foot. Since beginning of 2017, she felt joints pains on left femoral neck (intense especially during the night) and severe migraines (lasting more than 24h despite intake of diverse antalgics). On 2017, she developed depressions signs (depressive mood, dark thoughts until suicidal thoughts) with no apparently explanation. Joints pains were more and more frequent and pelvic pains outside period time occurred ((B)(6) 2017) which needed frequent intake of antispasmodic. She also had hemorrhage periods. Since (B)(6) 2017, the depressive mood was resolving. All the described pains and depressive mood were amplified during periods and ovulation. Pains came and gone during days and nights. A consultation was planned for (B)(6) 2017 with an obstetric surgeon to remove essure (hysterectomy). No further information was expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation the analysis in the global safety database revealed 2771 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram. In (B)(6) 2017: all was normal except a little arthrosis ultrasound scan. In (B)(6) 2017: right essure was too much visible, seemed broken she did a full blood work-up on (B)(6) 2017, left hip CT scan on (B)(6) 2017. CT scan confirmed the breakage of the essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.